Event description:
It was reported that the customer has been having high blood glucose levels for the past month. Customer went to the doctor's office to help him program the pump, but his blood glucose levels continue to go up. Customer's blood glucose level was 223 mg/dl. Customer had nausea and felt weak. Customer treated with the pump. Customer bolused 3 times today. Customer mentioned that he has been sick from an injury he had last (B)(6). Customer stated that there is a chunk missing where the battery cap goes in. Time and date were corrected. Bolus history was checked. Customer stated that he had given a 30 unit bolus and an additional 15 units, but it was not present on the bolus history. Customer will be sent a tubing clamp. Customer's blood glucose level went up to 600 mg/dl on (B)(6) 2014. Customer stated that he carries the pump in his pocket and never received a belt clip or holster. Customer will be sent one of each. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.